Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. The pt's aortic neck is 1.5 cm long. It was reported that after deployment of the bifurcated device, it was about 5 mm lower than its intended position and the anterior image made it appear lower than it actually was. The physician decided to pull the device down further to allow for deployment of an aortic cuff. After the aortic cuff was deployed it partially occluded the right renal artery. The physician attempted to pull the aortic cuff down to uncover the renal artery; however, he was unable to move it. At the end of the procedure there was blood flow through the renal artery and no intervention was performed. The pt's creatinine level will be monitored and intervention will be performed if required. No additional clinical sequelae were reported and the pt is reported to be fine.